Manufacturer narrative:
Date sent: 10/16/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaw would not open. The handle was pushed forward and it opened the jaw from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient.